Event description:
The customer declined to provide the patient's information.

Event description:
The customer reported that they noticed air bubbles in the astotherm and spectratherm tubing during a red blood cell exchange procedure. For the procedure, the system was primed and the procedure was started 20 -30 minutes later. Pt info is unavailable at this time. No medical intervention was required; the nurse noticed air in the line and cleared the line of air. The procedure date is unk at this time. The disposable set will not be returned because it has been discarded. This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the caridianbct support specialist discussed recommendations to ensure the connection of the return line to the blood warmer tubing is located no more than 20 inches above the pt connection with the customer. Also, the out gassing white paper was sent to the customer. Investigation evaluation and corrective actions are in process. A follow up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The customer did not provide a lot number, so a device history record search could not be performed. Investigation: the disposable set was unavailable for return and investigation. The supplier was informed of this issue. The supplier identified a leak at this part, as a defect caused by incorrect gluing technique during manufacture. Root cause: based on the evaluation by the supplier, the leak was caused by incorrect gluing technique during manufacture. Corrective/preventive action: the following corrective actions were implemented by the supplier to reduce the risk of experiencing this failure in the future: all workers involved in the manufacture of the bond in question were retrained. Additional inspection during production was implemented. The above two actions will impact lots which have an expiration date of october 2014 or later. Additionally, the supplier is considering a change to the y-connector with the injection port that will further reduce the likelihood of this type of failure in the future. Should the vendor implement this change, terumo bct will be notified.